Event description:
It was reported that the user disconnected to shower, placed the ilet on a counter, then dropped it and subsequently experienced persistent device alerts, including alert 61 (external flash write error) and alert 57 (software runtime error), which did not resolve after multiple restarts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with a circuit failure, traced to a component associated with memory/storage. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.